Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking y-site is inconclusive due to the state of the returned sample. One 20 ga x 0.75 in. Safestep infusion set with a y-site was returned for evaluation. An initial visual observation of the returned infusion set revealed blood use residues throughout the returned infusion set. A functional test of attempting to pressurize the infusion set with water using a 12 ml syringe revealed the y-site did not leak and operated as intended. A microscopic observation revealed blood residues around the y-site valve. No leaking was observed during testing of the device. The complaint of a leaking y-site is inconclusive due to the inability to recreate clinical conditions during testing of the device. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by customer that blood leaked from the y site when doing blood draw (confirming patency). A blood drop leaked from the y port during blood return verification at the end of the treatment. No patient or healthcare worker injury. Chemo was infused through the needle. The leak happened during a blood return verification, not when flushing or infusing into the patient. I am not sure what the nurse could be doing that would explain the leaks. She is using 10 ml pre-filled syringes and the needle is well in the implanted chamber as evidenced by blood return. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.